Event description:
Consumer reported complaint for error message (e-2). At the time of the call the customer reported that she was sweating a lot and believed her blood glucose to be high. Medical attention was not needed at the time of the call. During the call, a back to back blood test was not performed by the customer. The product is not stored according to specification (kitchen). The test strip lot manufacturer¿s expiration date is 02/27/2023 and open vial date was not disclosed. The customer did not have another vial of test strips that had been stored and handled correctly.

Manufacturer narrative:
Internal report reference number: (B)(4). Adverse event report is being submitted due to customer contacting doctor due to symptoms related to diabetes. Meter and test strips were returned - product evaluation in-process. Note 1: manufacturer contacted customer in a follow-up call on 27-jul-2022 to ensure that the customer's condition had improved - able to establish contact with customer who stated that she did not currently have any diabetic symptoms. Customer stated that a week ago she did speak with the doctor about the sweating and the doctor advised that it was due to her diabetes. Note 2: manufacturer contacted customer in a follow-up call on 01-aug-2022 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Manufacturer narrative:
Corrected sections as of 19-aug-2022. H3: device was returned to manufacturer for evaluation corrected from "no" to "yes" h6: updated FDA¿s type, findings and conclusions codes. H10: meter and test strips were returned for evaluation. Product testing was performed, and no defect found. Retention testing was performed using test strips from the same lot. Retention strips tested within specifications. Most likely underlying root cause: mlc-020: user's test strip had poor storage.